Manufacturer narrative:
The actual device was evaluated and repaired in the field on (B)(4) 2012. Eval summary: a field service tech visited the customer account and inspected the equipment boom. It was reported that a biomedical engineer reportedly fixed the electrical issue and the field service tech confirmed that the equipment boom functioned properly after his repair. It could not be fully determined what caused the electrical short in the equipment boom which led to the wires overheating and melting, however, the field service tech did state that he believes the hospital is pulling too much amperage through one circuit, which may have played a role in the reported electrical problem.

Event description:
(B)(4) - it was reported that the osc 400 equipment boom allegedly experienced an electrical short in the boom. The short in the electrical wiring reportedly caused the wiring to over heat and melt. The customer reported that the boom was not in use at the time of the incident. There was no pt involvement or adverse consequence reported.